Event description:
The customer stated that when any org receiver is monitored on this central monitoring system (cns), certain tiles will display a .dll error and the application will close. MFR ref #8030229-2014-00158.